Manufacturer narrative:
Results: a visual inspection of the returned product found the lens cut in three pieces. Half of the lens optic is torn off and missing. There was evidence of clear surgical residue on lens. Conclusions: (off-label, unapproved or contraindicated use.) Based on the complaint history and the evaluation of the returned product, this lens was used with an injection system other than what is claimed in our labeling, therefore the performance, safety and efficacy of the lens cannot be substantiated. (B)(4).

Event description:
The reporter stated the surgeon inserted an aq2010v three piece silicone lens into the patient's eye. The lens tore upon insertion into the eye. The surgeon cut the lens to remove from eye. A non-staar lens was implanted. There was no patient injury. The surgeon used a competitor's injection system. The reporter is aware that using a competitor's injection system, other than the injector staar recommends is considered off-label use.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Evaluation conclusions: based on the complaint history, a specific root cause of the event could not be determined. This lens was used with an injection system other than what is claimed in our labeling, therefore, the performance, safety and efficacy of the lens cannot be substantiated. (B)(4). Device has not been returned.